Manufacturer narrative:
Additional information was added to d10. H3, h4 and h6. H4: the lot was manufactured from november 26, 2019 - november 27, 2019. H10: the device was received containing no fluid in the bladder because the customer had cut the tubing line to drain the fluid out. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. The tubing line was reconnected and a functional flow rate test was performed and the results were within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during patient infusion. It was further reported the device fill volume was 240ml and after 58 hours, 80ml of the solution remained in the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.